Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive device was making noise and was lacking in power. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was making noise and lacked power was confirmed. An assessment was performed and it was observed that the unit¿s motor was running loud and making an unusual noise, there was debris found inside the motor, there was debris found inside the unit¿s plate for housing, the electronic control unit (ecu) contacts were corroded, and other components of the device were worn, corroded, and had some debris on them. It was further determined that the device failed pretest for check the power with test bench. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.